Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several potentially inappropriate shocks due to supraventricular tachycardia (svt). The patient was in the shower at the time of the first shock, and emergency medical services witnessed another. The patient went to the emergency room. The skin by the electrode appeared red and the patient reported a burning sensation. There was also a patch placed at the sight of the redness, and the field representative thought that might be the source of the redness. The s-ICD system remains in service. No adverse patient effects were reported.